Event description:
A malfunction alarm occurred, identified by the code malf 0, but there was no adverse impact on the customer's blood glucose level. The customer initially did not reset the pump; however, customer technical support assisted with the reset, and the issue did not recur afterward. The customer was informed to continue using the pump and advised to call back if the malfunction reappeared, and they acknowledged the instructions.